Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 information was received from an healthcare professional (hcp) regarding a patient receiving gablofen (2,000 mcg/ml, 247.2 mcg/day) via an implantable pump for intractable spasticity. The hcp reported the patient's pump was empty on (B)(6) 2019 and they were due for a refill. The hcp stated that they had an incorrect refill date for the patient and the patient reported that the pump started alarming. The hcp stated that the patient's low reservoir alarm date at 2 mls was supposed to be on (B)(6) 2019. There were no reported symptoms. No further information provided.